Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. Upon interrogation it was noted that noise was present on right atrial (ra) and right ventricular (rv) lead due magnetic resonance imaging (MRI). No intervention was performed. Patient condition was stable.

Event description:
It was reported that patient presented in clinic. Upon interrogation it was noted that implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead exhibited noise due magnetic resonance imaging (MRI). No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Correction: b5 was corrected to mention implantable cardioverter defibrillator (ICD).